Event description:
It was reported that the micro sagittal saw ran without user activation during testing at the user facility. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, it was observed that the motor was corroded, the bearings were corroded and sag head was worn. The presence of corrosion in the motor assembly is likely to cause or contribute to the handpiece running without user activation.